Event description:
It was reported that during a deep anterior rectum procedure, the device cut but delivered an incomplete stapleline. The procedure was completed by hand-suturing. There was no pt consequence.